Event description:
Resident was transferring self from toilet to wheelchair. The brakes on the wheelchair failed to hold the chair in place. Resident fell, landing on their left hip. Xray revealed fracture of left hip. Resident had pinning of left hip in 2005. Resident was a transfer assist of one with standby or contact guard assist. Resident stay in nursing home secondary to status post orif of right ankle related to a fall at home.